Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was getting withdrawal and overdose symptoms. It was noted that the pump was not working but always had correct amount of drug. It was indicated that a rotor study was done and "worked fine" and also a dye study performed and "was good". It was reported that the device system was replaced. It was reported that there was no patient injury and the patient recovered without sequela. The drug delivered via pump was morphine.

Manufacturer narrative:
Product ID, 8835 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 8709sc lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: 2012 (B)(6), product type catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found no significant anomaly. The pump exterior was damaged or missing outlet port. The pump passed all in fusion, non-destructive, and full destructive testing. It also passed dispense testing and additional 24 hour infusion testing. The pump was dispensing accurately. The logs showed a past stall and recovery light was seen in the read event status. External inspection found a bent outlet port which was likely due to explant. Destructive analysis was performed and only non-significant corrosion was seen. The pump appeared to be operating as designed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.